Event description:
See initial report.

Manufacturer narrative:
H.10: model/serial number information has been added to the d.4 section and the manufacturing date has been updated accordingly in h.4 section. Through follow-up communication livanova learned that the clamp was not opening when requested. Reportability decision changed to not reportable since an venous occluder which did not open automatically is not likely to result in death or serious injury. Indeed the user can deactivate the device or open it manually to restore the blood flow. However, results of investigation are reported below: a livanova field service representative was dispatched to the facility to investigate the device and found out that the clamp was not opening properly. He readjusted the jaws of the clamp and the problem was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue was a mechanical issue of the clamp at the level of its jaws which did not allow the device to open smoothly. Since the affected device was manufactured in november, 2019 and no previous complaints were received, it is very likely that handling issues/excessive force application by the user and use conditions (i.e. With dirt and/or dried fluids accumulation) contributed to the loss of the original adjustment of the clamp jaws.

Manufacturer narrative:
There was no patient involvement. Model and serial numbers are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) is defective. No further information is available. There was no report of patient injury.